Event description:
It was reported that the physician received a burst watchdog timeout warning message upon interrogation of the patient's generator and that the generator had been disabled. It was later stated that the device had "unusual settings," which may have been the device disablement, after an MRI. No further relevant information has been received to date.

Event description:
The MRI was performed on the date of the burst watchdog timeout, according to data received from the physician's programming system. However, the nurse reported that the settings prior to the MRI were as expected, and there were no issues when the device was programmed back on. There were no warning messages or alerts seen at that appointment. The burst watchdog timeout warning was not seen until the next appointment, which indicates that the MRI was not related to the burst watchdog timeout. Also, the data showed that the available settings prior to the burst watchdog timeout were expected to allow the event to occur., because the magnet and autostimulation output currents were the same and greater than 0.25 ma, the frequency was greater than 10 hz, and the autostimulation was on and delivering stimulation. No further relevant information has been received to date.